Event description:
The pt's husband stated that, while removing the insulin cartridge from his wife's infusion device, the rubber plunger remained attached to piston rod in the infusion device. He stated, that he accidentally pulled the insulin cartridge out instead of twisting the adapter. He stated, that the entire contents of a new insulin cartridge then spilled into the cartridge chamber of her infusion device. He was educated regarding the correct way to remove the cartridge from the infusion device as described in the product labeling. No blood glucose concerns were reported. Until the replacement infusion device is received, the pt transitioned to her back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.